Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and bloody drainage. The cause of the event was not reported. The patient was hospitalized and was treated with unspecified antibiotic for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing.no additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.